Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Updated d4- lot # to reflect the correct complaint device from 4.00mm x 15mm nc emerge to synergy 4,0x16mm.

Event description:
It was reported that shaft break occurred. A 4.00mm x 15mm nc emerge balloon catheter was selected for use. However, during preparation, the device broke. The procedure was completed successfully with no patient complications reported. It was further reported that the complaint device is a 4.00 x 16 synergy drug-eluting stent.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Updated d4- lot # to reflect the correct complaint device from 4.00mm x 15mm nc emerge to synergy 4,0x16mm. Device evaluated by manufacturer: synergy ous mr 4.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 25cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Multiple hypotube kinks along the length of the hypotube shaft were also identified. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 4.00mm x 15mm nc emerge balloon catheter was selected for use. However, during preparation, the device broke. The procedure was completed successfully with no patient complications reported. It was further reported that the complaint device is a 4.00 x 16 synergy drug-eluting stent.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 4.00mm x 15mm nc emerge balloon catheter was selected for use. However, during preparation, the device broke. The procedure was completed successfully with no patient complications reported.